Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: visual inspection: the sfx torque handle (p/n: 289410150, lot #: unk) was returned and received at us customer quality (cq). Upon visual inspection, scratches were observed on the device and the etch of the device was faded but have no impact on the device functionality. No other issues were identified with the returned device. Functional test: a functional test was performed at raynham npd the highest torque of the device measured during calibration testing was 103.53 in-lbs which was not within the specified torque range of the device of 71.5 in-lbs- 58.5 in-lbs. Hence, the torque test failed high. Document/specification review since the exact manufactured date of the device was not identified, the current revision of drawings were reviewed sfx t-handle torque wrench. Complaint confirmed? Yes, the device received failed high during the torque test. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the sfx torque handle (p/n: 289410150, lot #: unk). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to device maintenance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part/ lot # cannot be verified as it is unreadable on the device, therefore, DHR could not be completed . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date that the patient underwent for plif (posterior lumbar interbody fusion) treating stenosis on (B)(6) 2020. During the surgery, the driver shaft¿s tip broke during final fixation. The fragmented tip got stuck in a setscrew. The surgeon decided not to remove the setscrew together with the broken-off tip but confirmed that no other fragments were left in the patient¿s body. The procedure finished less than 30-minute surgical delay. Concomitant device reported: unknown setscrew (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. This report is for (1) sfx torque handle. This is report 2 of 3: (B)(4). Related product complaint: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.